Manufacturer narrative:
The returned intraocular lens was received and inspected under illuminated 10x magnification, the optic was intact and 2 haptics were bent. The lens met all manufacturing specifications prior to release. The cause of this event is undeterminable but not thought to be manufacturing related. All information available is included in this report.

Event description:
It was reported that during insertion of the intraocular lens (iol) with the unfolder system the leading haptic exited and directed posteriorly causing the posterior capsular tear. The wound was extended and the iol was removed. Surgery was successfully completed with an alternate lens.